Event description:
The hospital reported that during a coronary artery bypass graft surgery, three heartstring seals failed. A replacement device was used to complete the case. No pt effect was reported. The hospital staff did not provide any details regarding the failure mode. Devices were received on 06/17/09 and initial analysis revealed that this is the case of the heartstring seals failed to load. Seal failed to load is a reportable malfunction. This report is for the third seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).